Event description:
The following has been reported by customer: the error message that appears is: error 54 00800. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.